Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, it was reported by the patient's parent that the patient experienced diabetic ketoacidosis (dka) after receiving an unspecified error message on the tandem pump receiver. The patient received an unknown error message. It was not specified if the patient was receiving readings, alerts, or alarms. The patient experienced abdominal pain with vomiting and leg pain with difficulty walking. There was no mention of cgm or bg readings at that time. The parents transported the patient to the emergency room. The patient was diagnosed with dka and an unspecified infection and hospitalized. No mention of bg or cgm readings upon arrival at the hospital or for the duration of the hospital stay. While hospitalized, the patient was treated with unspecified IV fluids, unspecified insulin, and an unspecified antibiotic. The patient continued to use the transmitter until (B)(6) 2023 when the battery died, and the patient stopped receiving reading to the display device. It is not specified whether readings were present between (B)(6) 2023. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.